Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Subsequently, the customer had an elevated blood glucose of 540 mg/dl. The customer administered a manual injection of insulin to address their bg. Customer loaded a new cartridge and restarted to resolve the issue.